Event description:
It was reported that the user experienced hypoglycemia while using the ilet shortly after starting a new pump session, with a recorded low of 59 mg/dl and a high of 211 mg/dl when not connected, and the device displayed a low glucose alert. Symptoms included shakiness. Outcomes included successful self-treatment with oral glucose and subsequent upward glucose trend, with no hospitalization. Investigation included troubleshooting and education on hypoglycemia management, and provision of a low blood glucose guide. Investigation of this case revealed no device malfunction identified, and the event occurred soon after pump initiation when glucose was not in range. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.